Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was in critical condition following an intracranial hemorrhage.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event (hemorrhagic stroke) cannot be conclusively determined through this evaluation. Low flow alarms were confirmed via a log file evaluation, however root cause cannot be determined through this evaluation. The controller event log file contained relevant data spanning from (B)(6) 2022 at 15:06:48 to (B)(6) 2022 at 04:29:51, per the timestamp. Transient low flow events were captured on (B)(6) 2022 at 14:19:48, (B)(6) 2022 at 18:11:28, (B)(6) 2022 at 13:46:38, and (B)(6) 2022 at 03:35:54 when the estimated pump flow was calculated to be below the low flow threshold of 2.0 liters per minute (lpm). The low flow event on (B)(6) 2022 at 18:11:28 persisted for at least 10 seconds, activating a low flow alarm. Beginning on (B)(6) 2022 at 03:36:00, the estimated pump flow dropped below the low flow threshold and steadily decreased until a reading of 0.0lpm was attained at 03:38:27. The estimated pump flow remained at 0.0lpm for the remainder of the log file. The driveline was disconnected at 03:48:35 for the reported system controller exchange. The system controller was powered down at 03:49:06. No other notable alarms were recorded, and the pump appeared to have been operating as intended while the driveline was connected to the system controller. The patient experienced an intracranial hemorrhage (ich) on (B)(6) 2022, leaving them in critical condition. The cause of the ich is unknown at this time and the patient was transitioned to comfort care. The system controller was exchanged on (B)(6) 2022 due to a 0.0 liters per minute (lpm) estimated pump flow reading. The estimated low flow reading resolved, and the patient¿s mean arterial pressure increased with the system controller exchange. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, lists bleeding, and stroke as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Speed, power, flow, and pulsatility are outlined in section 1 of this document. Section 4 describes the pump flow display (4-13 through 4-15) and the hazard alarms (4-19 and 4-32). The instructions for use states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 7 describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The heartmate 3 left ventricular assist system patient handbook, rev. C is currently available. Section 5 outlines all system controller alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The heartmate 3 left ventricular assist system pocket guide to alarms for clinicians contains information on alarms on controllers with low flow software and the actions that clinicians should take when they occur. The heartmate 3 left ventricular assist system pocket guide to alarms for patients and their caregivers contains information on alarms on controllers with low flow software and the actions that patients and their caregivers should take when they occur. No further information was provided.

Event description:
It was reported that patient was in critical condition following an intracranial hemorrhage that occurred on (B)(6) 2022 in which they became unresponsive. The patient was transitioned to comfort care. Additionally on (B)(6) 2022, around 4:47 am, the patient's nurse reported that the left ventricular asist device (lvad) flow dropped to 0.0 lpm, with a patient mean arterial pressure (map) dropped to 50s but gradually rising to 70s. The system controller screen read call hospital contact + low flow. Active symbols included flashing heart and illuminated green circle (pump on). The lvad was assessed and found to be connected to both power and the driveline. An emergent system controller switch to the backup controller resolved the incident with flows returned and map rising. Related manufacturer report number: 2916596-2022-10604.